Event description:
A report was received that following the explant of the trial leads the patient developed an epidural hematoma. The patient experienced partial paralysis of his legs. The physician performed surgery to remove the hematoma and the patient regained full movement of his legs.

Event description:
A report was received that following the explant of the trial leads the patient developed an epidural hematoma. The patient experienced partial paralysis of his legs. The physician performed surgery to remove the hematoma and the patient regained full movement of his legs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50e, serial/lot: (B)(4), description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility.